Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented in clinic for follow-up. Upon device interrogation, the right atrial lead exhibited loss of capture and ventricular far field sensing. X-ray image revealed the lead was dislodged. The patient was in stable condition. The lead was explanted during left ventricular lead implant procedure on (B)(6) 2016.